Event description:
A customer reported that their pump malfunctioned, displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. Despite having experienced the same malfunction several times before, the customer had not reset the pump within the last 24 hours. Tandem technical support decided to replace the faulty pump and confirmed that the replacement would come with updated software. The customer was instructed to switch to multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.